Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in back-up mode resulting in the patient being hospitalized. It was noted that the device was not programmed to be in MRI settings before the MRI. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences and will be released from the hospital.